Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one patient when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed with the initial and another sample tube from the same blood draw. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management.

Manufacturer narrative:
Samples were lithium heparin and serum with gel separator. Centrifugation for 10 minutes at 3,000. Customer noted that level 1 quality control (qc) recovered 'slightly low' but was in range after recalibration of the accutni assay. System checks run on (B)(4), passed all specifications. There were no event log messages with event. On (B)(4) 2009, the field service engineer, rebuilt the precision pump, and replaced the sample pipettor tip. Replaced the pinch rollers, pulleys and aspirate probes. Inspected the substrate probe. Substrate delivery tubing was kinked. Straightened tubing to remove kink in line. Replaced substrate probe, primed system and ran system check. Results 'ok.' Ran troponin qc. Results 'ok.' Verified repair per established procedures. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.